Manufacturer narrative:
Investigation summary: bd had not received samples, but one (1) photo was provided for investigation. The photo was reviewed and the indicated failure mode for underfilled was observed. Additionally, 20 retained samples were draw-tested with deionized water and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.".

Event description:
It was reported that while using the bd vacutainer® sst¿ ii advance plus blood collection tubes that negative pressure was occurring in 6 blood tubes. No patient impact.